Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, fluid is leaking past the pump and partially filling the implant [auto-inflation]. The penis is squeezed, and the pump released; however, 15 minutes later the penis is ridged and partially filled.